Manufacturer narrative:
The insulin pump had a button error alarm and no act and up button response due to corroded keypad traces. The insulin pump was received with scratched lcd window, cracked reservoir tube lip and white stain on case reservoir tube near reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 244 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.